Manufacturer narrative:
Product analysis: the analyzer failed incoming tests on the first attempt. The connector contacts were cleaned and the device passed incoming tests passed. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned for preventative maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.